Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, one infusion set was fell off during use and infusion set is long for 2 days. No further information available.